Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the top half looked like "spider webs" and was missing pixels; blocking the graphics and text. Customer's blood glucose was 95 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.